Event description:
Mrn# (B)(6) was noted to have evidence for right ventricular lead failure and was deemed appropriate for operative intervention for right ventricular lead replacement and dual-chamber defibrillator generator change. Reference report: mw5119244.